Event description:
During a total hip arthroplasty the set screw from an acetabular inserter fell into the wound site and the screw component was visualized during review of post-operative radiographs. Condition was not detected intraoperatively. Examination of the instrument found that the screw was missing on the acetabular inserter. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).